Manufacturer narrative:
Device 6 of 8. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user visually inspected the wafers and found 8 wafers from 2 market units in which the starter moldable hole was off centered prior to use. The products were not used. No photo is available at this time.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Investigation summary: no samples or photos were received for analysis and investigation; for that reason, the malfunction reported by the customer could not be confirmed. In addition, a complaint search for lot 9l04149 and malfunction skin barrier starter hole is defective (e.g., misalignment or off center), leakage may occur (moldable only) was carried out and as a result, no additional complaint was found; therefore, no trend is observed. As per complaint manufacturing investigation procedure, it is not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed. Lot 9l04149 was manufactured on 11/28/2019, convex 2 pc 2 line, with a total of (B)(4) units. Complaint investigator performed a batch record review on 09/28/2020, description natura wfr moldable cvx 22/45mm (1x10) us to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material 1156501 and manufacturing order (B)(6). The batch record review supports that there were no discrepancies related to the issue reported. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.